Event description:
The customer reported the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fast scan converter, image processor and the video switching boards. The system operates as intended.